Event description:
Kink/dent on stent.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 device evaluation: 1 x zso-10-10 of lot number c1318911 was returned to cirl for an evaluation. It was returned in its opened original packaging. Lab evaluation: 1 x zso-10-10 of lot number c1318911 was returned to cirl for an evaluation on 14th june 2019. In summary the following results were observed in the lab evaluation. The stent was kinked and perforated at the 3rd porthole on the tapered end. A 0.035 inch wireguide could not pass the kink. Documents review including IFU review: prior to distribution zso-10-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-10-10 of lot number c1318911 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1318911. "Inspect for debris in or on product, kinks'. ¿complete a 100% visual inspection of a unit¿. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, there is a precaution included in the instructions for use, ifu0045-6, ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is not sufficient evidence to suggest that the user did not follow the instructions for use. Root cause (possible): a definite root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. As per additional information received on 20th of june 2019, the customer noted the damage/kink on opening the device. A possible cause for the kink may be due to handling/storage of the stent prior to use. Summary: complaint is confirmed as the failure was verified in the laboratory. As per information provided, the patient did not experience any adverse effects as result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kink/dent on stent.